Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent an elbow surgical procedure. Allegedly, it was reported that the patient had "elbow shiffies" and underwent a reoperation without implant extraction.